Event description:
It was reported during surgery, the surgeon was finishing inserting a 3.5 x 20mm mini acutrak 3 screw, into a younger patient's scaphoid waist fracture. The doctor drilled with the appropriate drill and wire. As the final turns were being performed to insert the screw, the driver tip (stick fit driver, part number 80-4155) broke off. All pieces were retrieved. To then finish inserting the implant, a regular, non-stick fit driver was used (80-4151) was used, which then proceeded to break as well. All pieces of this second driver were also recovered. This prolonged the surgery by two minutes. The screws had proper final placement with the drivers as they were breaking, therefore, the surgery was completed. No adverse patient consequences were reported. This report is related to report numbers 3025141-2023-00661 and 3025141-2023-00662 for the other devices involved in this event.

Manufacturer narrative:
Device evaluation is pending. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of return product confirmed presence of two driver tips: part number 80-4151 and part number 80-4155. Each driver tip exhibited a similar fracture pattern. Both parts had a visible, angled approximately 45-degree plane which was relative to the driver's long axis. The fracture surfaces also appeared to follow a semi-spiral shape. These observations support characteristics of a torsional failure pattern. None of the broken off tips portions resided in the bag for either of the returned driver tips. The observations combine to support consistency with the application reported in the event description. Beyond the above observations, the multitude of additional factors present during a screw insertion inhibit a direct conclusion of the cause of each driver tip fracture. Therefore, based on the information received and due to unknown surgical conditions, the root cause could not be determined.. Corrected data: investigation findings code (annex c), updated to 3243. Investigation conclusion code (annex d) updated to 4315.